Manufacturer narrative:
E1: initial reporter facility number - (B)(6). Device evaluation by manufacturer: the device was returned for evaluation. It was observed that the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Microscopic inspection revealed that the main coil was detached, bent and stretched. Device history records (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of main coil detached/separated is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as unable to exclude device problem.

Event description:
Reportable based on the device analysis completed on 9mar2026. It was reported that coil premature deployment occurred. The target lesion was located in the ,moderately tortuous and mildly calcified left internal iliac artery. A 8mm x 40cm interlock - 35 was selected for use. During he procedure, the coil wire was separated in the distal part of the catheter. The procedure was completed using with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed main coil detached.